Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the follow up report. Patient information was not provided; therefore, part a could not be completed. The sections left blank or unknown on this form could not be completed due to missing information. Additional event information has been requested. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected because the system requires a value in h6(g). The medical device model/catalog number referenced in part d is not marketed in the united states and therefore does not have an associated u.s. Premarket submission number or gudid entry. A similar device (safari2¿) is marketed in the u.s. And has comparable design and functionality. This report is being filed to ensure compliance with 21 cfr part 803.

Event description:
Event description: after the tavi procedure, the physicians noticed that the safari guide was ruined / frayed after use. The damage was reported to have occurred during the procedure, but was observed upon withdrawal of the wire from the patient. The procedure was completed using a different brand device, and no patient complications reported. The patient fully recovered. No issues were observed upon opening the package or prior to device use. Note: this event represents a separate occurrence from a previously reported event. The two events occurred during different procedures using different safari2 guidewires. The procedures involved different valve systems (corevalve and edwards); however, it is unknown which valve system was used in each procedure. Medwatch report 2126666-2026-00024 was submitted for the previously reported event.